Event description:
New information received notes that during last interrogation on (B)(6) 2015, the device was functioning properly. The patient was found to have hypovolemic shock. The death was not related to the procedure, pulse generator, system, or the study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired in the emergency room (ER). There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was sudden cardiac. No further information is available at this time.